Event description:
It was reported by service report that the head of the stretcher will not stay up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Parts are on order and will be replaced upon receipt.